Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result from a single patient sample processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample processed on the vitros 5600 integrated system. An ocd field engineer performed adjustments on the microwell incubator and well wash modules. Following this activity, acceptable vitros trop I es performance was observed. A definitive root cause could not be determined. However, an instrument related event could not be ruled out as a contributing factor. The root cause of this event is unknown.